Event description:
It was reported that this system with a pacemaker and a non bsc right atrial (ra) lead triggered an alert for error message 1003, indicative to voltage too low for remaining capacity. A safe replacement interval was calculated. Furthermore, the ra lead channel has shown noise with false anti tachycardia response episodes. Pacing impedance has also increased but it is still within expected values. They recommended addressing the ra lead situation when the generator is changed out if the patient can wait. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.